Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-2544 for a description of the other device. A percuflex plus stent was used during a stenosis of the ureter(gender, weight, age unknown). According to the complainant, one week after placement, the patient complained about stomach and miction pain. When the physician observed the bladder, there was no redness in the bladder wall but some "white material" was found around the placed stent. It was the opinion of the attending nurse that if left as was, stones would attach on the stent. Although follow up was attempted to obtain further information about white material, the substance could not be identified. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A product evaluation will not be performed as the product has been disposed of. In addition, a device history review was not performed as the lot number is unknown.